Manufacturer narrative:
(B)(4) the cannula device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the cannula device was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2021 that a male patient with a history of atrial fib underwent an off-pump convergent procedure. After the second ablation, the cannula was repositioned and bleeding was observed from the inferior vena cava (ivc). The procedure was converted to an open sternotomy and the bleeding was controlled by suturing the ivc. The convergent procedure was aborted, patient was extubated and is stable post procedure. There was no reported device malfunction, and the adverse event was the result of a procedural complication.